Event description:
The tissue marker did not deploy properly and when removing the applicator from the probe the plastic tip sheared off. They were unable to locate the tip. They took post images but were unable to visibly locate the tip in the biopsy cavity. They deployed another tissue marker from the same bax and completed the case with no consequence to the pt. Tissue marker being sent back for analysis.